Manufacturer narrative:
The technician found the head deck is bent and leaning. No further information is available on the repair of the bed at this time.

Event description:
The technician alleged that when the cardio pulmonary resuscitation is engaged the head motor does not travel all the way down. No pt impact.